Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on march 5, 2018 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site and therefore not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of an extravasation occurring during an enhanced CT scan of the chest while the patient was connected to a stellant CT injection system. The customer reported that 100 ml of contrast was extravasated in the patient's left wrist during the injection. Due to a resulting significant edema and tissue swelling, the patient had to undergo fasciotomy surgery in order to reduce the pressure in the hand. The patient was subsequently discharged to home, fasciotomy closed and well healed.